Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. A review of the technical service on-site showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to, and after the day of the event. Analysis of the scanner-targets with the scanner-target mask and inspection of the eye tracker targets were conducted. The pmma (polymethyl methacrylate) ablation targets were surveyed with the ablation depth measuring probein the x,y, and diagonal directions. The scanner target and the eye tracker target show no deviation. No significant deviation between test pmma and reference pmma for the ablation check and the treatment could be measured. No technical root cause could be determined. (B)(4).

Event description:
A surgeon reported overcorrection and induced astigmatism in both eyes following prk (photorefractive keratectomy). This report concerns the pt¿s right eye. The surgeon performed a transepithelial ablation of 50 microns. No fluids were applied between the ablation of the epithelium and the refractive treatment. There was approx 35 seconds between the epithelium and the refractive treatment. Add¿l info has been requested.